Event description:
It was reported that the dependent patient presented to hospital for generator replacement. It was noted that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was capped and replaced on (B)(6) 2026. The patient was discharged post procedure.